Event description:
Additional information received indicated the physician alleges right ventricular (rv) lead damage as the cause of the event, although it was not confirmed. Diagnostic imaging was performed and revealed no anomalies. The event was resolved by capping and replacing the rv lead.

Event description:
During follow-up, far-field p-wave oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and suggested reprograming the device and replacing the rv lead. No intervention was performed. The patient was in stable condition.